Event description:
The below report was received by health authority f & d administration (reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included omega-3 nos, zinc and vitamin d [vitamin d nos]. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), autoimmune disorder ("autoimmune disorder"), colitis ulcerative ("ulcerative colitis"), fatigue ("fatigue"), feeling abnormal ("brain fog") and arthralgia ("joint pain"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to autoimmune disorder, colitis ulcerative, pelvic pain, fatigue, feeling abnormal or arthralgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: case became serious incident. Product start and stop date updated. Intervention required ticked. Reporter lawyer added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority f & d administration (reference number: mw5101064) on 19-may-2021. The most recent information was received on 29-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included omega-3 nos, zinc and vitamin d [vitamin d nos]. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), autoimmune disorder ("autoimmune disorder"), colitis ulcerative ("ulcerative colitis"), fatigue ("fatigue"), feeling abnormal ("brain fog") and arthralgia ("joint pain"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to autoimmune disorder, colitis ulcerative, pelvic pain, fatigue, feeling abnormal or arthralgia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.